Event description:
It was reported that the right ventricular lead was replaced due to high rv coil impedance of greater than 200 ohms, and an apparent lead fracture. No patient complications have been reported as a result of this event.